Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, high current draw was observed. However, the high current was lost during analysis. The cause of the high current could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review on merlin.net records an alert to contact technical services was noted. Device interrogation revealed possible premature battery depletion. The patient will continue to be closely monitored.